Event description:
It was reported that: during set up of an anesthesia machine at the distributor's facility, the service representative noted that the 'apl' valve would not hold pressure and appeared broken. No patient involvement.